Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The a2000 mayfield skull clamp was not returned; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the pressure bolt of the mayfield 2000 skull clamp (a2000) lost pressure while positioning the patient. At some point while he was securing the device, he stated "something is wrong" and stated that the device is not tightening and the patient's head felt loose, so he asked for assistance to hold the patient's head. They further stated that the device was not tightening properly, and the patient's head slipped causing a laceration to the patient's scalp. The surgeon applied 5 staples after the patient's head was cleaned up.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.